Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had reached battery depletion early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time), time of rrt in save to disk on (B)(4) 2013 device rrt less than or equal to 2.62 volt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.